Manufacturer narrative:
The customer¿s concerns of communication issues could not be confirmed. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned. No testing could be performed since no product was provided. No review of device service history record and production failure record could be performed since no product was provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient harm.

Event description:
It was reported that different medications given but it did not go over and populate on the IV pump. The nurses stated having issues after scanning bactrim, magnesium, vancomycin, oxytocin, potassium, zosyn, lactated rings, iron and/or antibiotics. She stated the medications will scan but will not go over to the IV pump and populate. They have to manually program the IV pump. There was no patient harm.